Event description:
Filter implantation attempted via femoral approach. Pt had an indwelling central line prior to procedure. Filter did not deploy and migrated upward. It was snared and moved to the iliac vein where a stent was placed to retain it. A second vena tech lp filter was implanted and deployed appropriately. There was no injury to the pt.

Manufacturer narrative:
The MFR believes that the incident is not related to any mfg defect or quality deficiency in the product, but due to user error. It should be noted that the instructions for use supplied with the product indicate the following: warning: avoid the use of a venous access site which was previously used for an implanted central venous catheter. Implantation of a vena cava filter using an existing access site can result in incomplete filter deployment.